Event description:
A customer reported via phone call indicating that they have air bubbles by the o-ring of the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated the air bubbles disappeared after a set change. The product was not sent back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.